Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had extracardiac muscle stimulation and the right atrial (ra) lead exhibited undersensing with no measurable p waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis revealed the inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression and the visual summary analysis of the lead indicated damage at implant. The analyst noted that the breached insulation did contribute to the electrical complaint of undersensing and it appears to have been caused at the implant.